Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture, high impedance measurements and helix damage where the helix was stretched. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction-section g2: checked the missing "foreign" box as it was missing in the initial MDR (MDR-2025-17565).

Manufacturer narrative:
The reported events of failure to capture, helix damage, and high pacing impedance were not confirmed. A complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.